Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. A functional evaluation revealed the lamp works but at a noticeably reduced brilliance. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that, during surgery, the lens unit was not emitting light when camera head was inserted into patient. The procedure was completed with a one hour delay using a back-up device, the patient's anesthesia time was prolonged. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.